Event description:
Additional information received from the customer reported that the scope tested positive for enterobacter and klebsiella after repeat testing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 2 cfus, bacterial identification: micrococcus luteus/lylae and brachybacterium sp. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 7 cfus, bacterial identification: bacillus sp, solibacillus silvestris. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found there was foreign material in the air/water cylinder and tube. Based on the results of the investigation, the root cause of the positive culture could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing before repair, the results were in accordance with the instructions for use (IFU) and conformed to the regulation's recommendation. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.